Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The consumer reported there was shocking. The patient reported the stimulation only goes to her legs, but not to her back which is where her pain is. The patient states " I still feel the pain since the implant" on (B)(6) 2015. The patient states "they have tried to adjust it but it's still not where it should be". There were no falls or trauma that could be related to this issue. The patient was to follow up with the health care provider (hcp). The patient stated that her previous ins battery was "pricking me" and later clarified that she meant it was shocking her. It started in (B)(6) 2014 and says the hcp had tried to adjust the stimulation but they couldn't "so they just put in a new one" on (B)(6) 2015. Medical history includes non-malignant pain. If additional information is received, a supplemental report will be submitted.